Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4261 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4261 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device"), embedded device ("embedded coil was found/retained fragment in the colon mesentery"), device breakage ("retained fragment in the colon mesentery") and uterine perforation ("retained fragment in the colon mesentery") in a 40 year-old female patient who had essure inserted (lot no. 794898,866624) for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of dysmenorrhea in 2023, leiomyoma and pelvic pain in 2022, parity 3, multi gravida and mastalgia in 2021, pregnancy in 2011 and abdominal pain and obesity. Concurrent conditions were listed as uterine fibroid since 2022 and abnormal uterine bleeding since 2021. The only concomitant product mentioned was mirena (levonorgestrel) for abnormal uterine bleeding since january 2020. On 01-jan-2011, the patient had essure inserted. Essure was removed on 01-sep-2022. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion intervention required), embedded device (seriousness criterion medically important), device breakage (seriousness criterion medically important) and uterine perforation (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy,lysis of adhesions,reimplantation of ureter). At the time of the report, the outcome of pregnancy with contraceptive device was unknown. The reporter considered device breakage, embedded device, pregnancy with contraceptive device and uterine perforation to be related to essure administration. The reporter commented: CT findings showing a small fragment distinct from the two coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 46 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: indication: assess tubal occlusion. Findings: the scout radiograph showed the essure coils projecting over both fallopian tubes. The contrast distended the uterine cavity. No evidence for contrast spillage into the peritoneal cavity.the coils appear in appropriate position. Impression: complete occlusion of both fallopian tubes. [Pathology test] on (B)(6) 2022: specimens: a) - fallopian tube, left, left fallopian tube b) - fallopian tube, right, right fallopian tube c) - uterus, uterine scar tissue d) - uterus, uterus final diagnosis: a. Left fallopian tube, salpingectomy: - fallopian tube, no pathologic alteration. B. Right fallopian tube, salpingectomy: - fallopian tube epithelium with no pathologic alteration. - paratubal cyst. C. Specimen designated "uterine scar tissue", excision: - endometriosis. D. Uterus, hysterectomy: - cervix: no pathologic alteration. - endometrium: proliferative pattern, negative for hyperplasia and malignancy. - myometrium: leiomyomata; 2 essure coils and one small coil fragment identified (as grossly described). - serosa: no pathologic alteration clinical information: abnormal uterine bleeding (aub) gross description: there are two tightly coiled silver metallic wires identified measuring up to 1.8 cm in length by more than 0.1 cm in thickness, located within the bilateral cornua of the uterus, one of which is extending into the subjacent myometrium. Also identified loosely adhered to the surface of one of the uterus fragments is a 0.3 cm in length by more than 0.1 cm in diameter fragment of silver metal. [Ultrasound pelvis] on (B)(6) 2022: indication: eval torsion, necrotic fibroid findings: tubular hyperechoic material near the fundus suggestive of essure device.; on (B)(6) 2022: indication: concern for essure coil in sigmoid colon findings: reproductive organs: essure coils are noted. The right essure coil extends to the wall of the sigmoid colon. Colon: the right essure coil extends to the wall of the sigmoid colon. There is a small amount of fluid in the periumbilical soft tissues with adjacent fat stranding. No ascites or pneumoperitoneum. Impression: 1. Essure coils are noted. The right essure coil extends to the wall of the sigmoid colon. 2. There is a 4.6 x 4.2 cm rounded low density lesion in the anterior aspect of the right lower lobe, with an average postcontrast density of 59 hu. This represents a nonspecific finding. A solid neoplastic lesion is not excluded. Complex cystic lesions.; on 05-apr-2023: 1. Mild left perinephric stranding is nonspecific though ascending infection is not excluded. Recommend correlation with urinalysis and culture. 2. Moderate fat and small bowel containing umbilical hernia. No obstruction. 3. Large calcified gallstone. No findings to suggest acute cholecystitis. [Ultrasound scan] on (B)(6) 2021: history/indication: menorrhagia iud management/surveillance pregnancies: gravida 3, para 3 myometrium: myometrium is heterogeneous essure devices seen in bilateral cornua summary impression: fibroid uterus with heterogeneous myometrium, possibly consistent with adenomyosis. Essure devices present bilaterally. No iud seen. Ovaries appear normal. Probable right hydrosalpinx. Indications: abnormal uterine bleeding (aub) intrauterine contraceptive device threads lost, initial encounter ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded and pregnancy with contraceptive device. The most recent follow-up information incorporated above includes data received on: (B)(6) 023: event medical device removal was updated to pregnancy with contraceptive device and device embedded reporter and patient information,medical history,lab data,concomitant product,lot no,indication addded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device"), device dislocation ("embedded coil was found/retained fragment in the colon mesentery"), device breakage ("retained fragment in the colon mesentery") and embedded device ("2 essure coils and one small coil fragment identified in the myometrium") in a 40 year-old female patient who had essure inserted (lot no. 794898) for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of dysmenorrhea in 2023, leiomyoma and pelvic pain in 2022, parity 3, multi gravida and mastalgia in 2021, pregnancy in 2011 and abdominal pain and obesity. Concurrent conditions were listed as uterine fibroid since 2022 and abnormal uterine bleeding since 2021. The only concomitant product mentioned was mirena (levonorgestrel) for abnormal uterine bleeding since (B)(6) 2020. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced pregnancy with contraceptive device (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), device breakage (seriousness criterion medically important) and embedded device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy,lysis of adhesions,reimplantation of ureter). At the time of the report, the outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered device breakage, device dislocation, embedded device and pregnancy with contraceptive device to be related to essure administration. The reporter commented: CT findings showing a small fragment distinct from the two coils discrepancy noted in the essure insertion date: as per pfs: (B)(6) 2022; as per mr: (B)(6) 2022. Also, according to mr, the pathology test was done on (B)(6) 2022 (before the removal procedure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 46 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: indication: assess tubal occlusion. Findings: the scout radiograph showed the essure coils projecting over both fallopian tubes. The contrast distended the uterine cavity. No evidence for contrast spillage into the peritoneal cavity.the coils appear in appropriate position. Impression: complete occlusion of both fallopian tubes. [Laparoscopy] on (B)(6) 2022: normal external female genital. 10-week-sized, somewhat immoble, mid-position uterus. No palpable adnexal masses. Protracted open laparoscopic entry due to patient's body habitus. No entry trauma noted following open entry. Enlarged uterus with bulky fundus obscuring normal anatomy. Dense adhesive disease present between the left adnexa, posterior uterus, and sigmoid colon. Right ovary and fallopian tube also densely adherent to the posterior uterus. Both fimbriated ends of the fallopian tubes were visible. Small endometriosis implants present in the posterior cul-de-sac. Following the hysterectomy, cystoscopy was performed with no damage to the bladder dome noted. Brisk efflux from the right ureteral orifice was noted. Absent efflux from the left ureteral orifice. Laparoscopy at that point revealed a transection of the left ureter with dilation of the proximal ureter. Laparoscopic intraoperative ultrasound performed by general surgery with an area of hyperlucency suggestive of a fragment essure coil remaining in the bowel mesentery, although no definitive fragment noted. However, on abdominal xr at the end of the case, no metal fragments remaining in the abdomen. Normal appearing hemidiaphragms, liver edge, greater curvature of stomach, and gallbladder. Hemostasis at all operative sites. [Pathology test] on (B)(6) 2022: specimens: a) - fallopian tube, left, left fallopian tube. B) - fallopian tube, right, right fallopian tube. C) - uterus, uterine scar tissue. D) - uterus, uterus. Final diagnosis: a. Left fallopian tube, salpingectomy: - fallopian tube, no pathologic alteration. B. Right fallopian tube, salpingectomy: - fallopian tube epithelium with no pathologic alteration. - paratubal cyst. C. Specimen designated "uterine scar tissue", excision: - endometriosis. D. Uterus, hysterectomy: - cervix: no pathologic alteration. - endometrium: proliferative pattern, negative for hyperplasia and malignancy. - myometrium: leiomyomata; 2 essure coils and one small coil fragment identified (as grossly described). - serosa: no pathologic alteration clinical information: abnormal uterine bleeding (aub). Gross description: there are two tightly coiled silver metallic wires identified measuring up to 1.8 cm in length by more than 0.1 cm in thickness, located within the bilateral cornua of the uterus, one of which is extending into the subjacent myometrium. Also identified loosely adhered to the surface of one of the uterus fragments is a 0.3 cm in length by more than 0.1 cm in diameter fragment of silver metal. [Ultrasound pelvis] on (B)(6) 2022: indication: eval torsion, necrotic fibroid findings: tubular hyperechoic material near the fundus suggestive of essure device.; on (B)(6) 2022: indication: concern for essure coil in sigmoid colon findings: reproductive organs: essure coils are noted. The right essure coil extends to the wall of the sigmoid colon. Colon: the right essure coil extends to the wall of the sigmoid colon. There is a small amount of fluid in the periumbilical soft tissues with adjacent fat stranding. No ascites or pneumoperitoneum. Impression: 1. Essure coils are noted. The right essure coil extends to the wall of the sigmoid colon. 2. There is a 4.6 x 4.2 cm rounded low density lesion in the anterior aspect of the right lower lobe, with an average postcontrast density of 59 hu. This represents a nonspecific finding. A solid neoplastic lesion is not excluded. Complex cystic lesions.; on (B)(6) 2023: 1. Mild left perinephric stranding is nonspecific though ascending infection is not excluded. Recommend correlation with urinalysis and culture. 2. Moderate fat and small bowel containing umbilical hernia. No obstruction. 3. Large calcified gallstone. No findings to suggest acute cholecystitis. [Ultrasound scan] on (B)(6) 2021: history/indication: menorrhagia iud management/surveillance. Pregnancies: gravida 3, para 3 myometrium: myometrium is heterogeneous essure devices seen in bilateral cornua. Summary impression: fibroid uterus with heterogeneous myometrium, possibly consistent with adenomyosis. Essure devices present bilaterally. No iud seen. Ovaries appear normal. Probable right hydrosalpinx. Indications: abnormal uterine bleeding (aub) intrauterine contraceptive device threads lost, initial encounter. Lot number: 794898 manufacture date: 2010-10 expiration date: 2013-10. According to bayer qa, the lot number 866624 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: pregnancy status and information updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device"), device dislocation ("embedded coil was found/retained fragment in the colon mesentery"), device breakage ("retained fragment in the colon mesentery") and embedded device ("2 essure coils and one small coil fragment identified in the myometrium") in a 40 year-old female patient who had essure inserted (lot no. 794898) for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of dysmenorrhea in 2023, leiomyoma and pelvic pain in 2022, parity 3, multi gravida and mastalgia in 2021, pregnancy in 2011 and abdominal pain and obesity. Concurrent conditions were listed as uterine fibroid since 2022 and abnormal uterine bleeding since 2021. The only concomitant product mentioned was mirena (levonorgestrel) for abnormal uterine bleeding since january 2020. On 01-jan-2011, the patient had essure inserted. At an unknown time, she experienced pregnancy with contraceptive device (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), device breakage (seriousness criterion medically important) and embedded device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy,lysis of adhesions,reimplantation of ureter). At the time of the report, the outcome of pregnancy with contraceptive device was unknown. Essure was removed on 01-sep-2022. The reporter considered device breakage, device dislocation, embedded device and pregnancy with contraceptive device to be related to essure administration. The reporter commented: CT findings showing a small fragment distinct from the two coils discrepancy noted in the essure insertion date: as per pfs: 01-sep-2022; as per mr: 27-aug-2022. Also, according to mr, the pathology test was done on 26-aug-2022 (before the removal procedure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 46 kg/sqm. [Hysterosalpingogram] on 12-mar-2012: indication: assess tubal occlusion. Findings: the scout radiograph showed the essure coils projecting over both fallopian tubes. The contrast distended the uterine cavity. No evidence for contrast spillage into the peritoneal cavity.the coils appear in appropriate position. Impression: complete occlusion of both fallopian tubes. [Laparoscopy] on 27-aug-2022: normal external female genital. 10-week-sized, somewhat immoble, mid-position uterus. No palpable adnexal masses. Protracted open laparoscopic entry due to patient's body habitus. No entry trauma noted following open entry. Enlarged uterus with bulky fundus obscuring normal anatomy. Dense adhesive disease present between the left adnexa, posterior uterus, and sigmoid colon. Right ovary and fallopian tube also densely adherent to the posterior uterus. Both fimbriated ends of the fallopian tubes were visible. Small endometriosis implants present in the posterior cul-de-sac. Following the hysterectomy, cystoscopy was performed with no damage to the bladder dome noted. Brisk efflux from the right ureteral orifice was noted. Absent efflux from the left ureteral orifice. Laparoscopy at that point revealed a transection of the left ureter with dilation of the proximal ureter. Laparoscopic intraoperative ultrasound performed by general surgery with an area of hyperlucency suggestive of a fragment essure coil remaining in the bowel mesentery, although no definitive fragment noted. However, on abdominal xr at the end of the case, no metal fragments remaining in the abdomen. Normal appearing hemidiaphragms, liver edge, greater curvature of stomach, and gallbladder. Hemostasis at all operative sites. [Pathology test] on 26-aug-2022: specimens: a) - fallopian tube, left, left fallopian tube b) - fallopian tube, right, right fallopian tube c) - uterus, uterine scar tissue d) - uterus, uterus final diagnosis: a. Left fallopian tube, salpingectomy: - fallopian tube, no pathologic alteration. B. Right fallopian tube, salpingectomy: - fallopian tube epithelium with no pathologic alteration. - paratubal cyst. C. Specimen designated "uterine scar tissue", excision: - endometriosis. D. Uterus, hysterectomy: - cervix: no pathologic alteration. - endometrium: proliferative pattern, negative for hyperplasia and malignancy. - myometrium: leiomyomata; 2 essure coils and one small coil fragment identified (as grossly described). - serosa: no pathologic alteration clinical information: abnormal uterine bleeding (aub) gross description: there are two tightly coiled silver metallic wires identified measuring up to 1.8 cm in length by more than 0.1 cm in thickness, located within the bilateral cornua of the uterus, one of which is extending into the subjacent myometrium. Also identified loosely adhered to the surface of one of the uterus fragments is a 0.3 cm in length by more than 0.1 cm in diameter fragment of silver metal. [Ultrasound pelvis] on 21-jan-2022: indication: eval torsion, necrotic fibroid findings: tubular hyperechoic material near the fundus suggestive of essure device.; on 30-mar-2022: indication: concern for essure coil in sigmoid colon findings: reproductive organs: essure coils are noted. The right essure coil extends to the wall of the sigmoid colon. Colon: the right essure coil extends to the wall of the sigmoid colon. There is a small amount of fluid in the periumbilical soft tissues with adjacent fat stranding. No ascites or pneumoperitoneum. Impression: 1. Essure coils are noted. The right essure coil extends to the wall of the sigmoid colon. 2. There is a 4.6 x 4.2 cm rounded low density lesion in the anterior aspect of the right lower lobe, with an average postcontrast density of 59 hu. This represents a nonspecific finding. A solid neoplastic lesion is not excluded. Complex cystic lesions.; on 05-apr-2023: 1. Mild left perinephric stranding is nonspecific though ascending infection is not excluded. Recommend correlation with urinalysis and culture. 2. Moderate fat and small bowel containing umbilical hernia. No obstruction. 3. Large calcified gallstone. No findings to suggest acute cholecystitis. [Ultrasound scan] on 12-oct-2021: history/indication: menorrhagia iud management/surveillance pregnancies: gravida 3, para 3 myometrium: myometrium is heterogeneous essure devices seen in bilateral cornua summary impression: fibroid uterus with heterogeneous myometrium, possibly consistent with adenomyosis. Essure devices present bilaterally. No iud seen. Ovaries appear normal. Probable right hydrosalpinx. Indications: abnormal uterine bleeding (aub) intrauterine contraceptive device threads lost, initial encounter lot number: 794898 manufacture date: 2010-10 expiration date: 2013-10 according to bayer qa, the lot number 866624 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. Upon internal review, the event uterine perforation was changed to embedded device and the event embedded device was changed to device dislocation. Essure removal date was also changed. Reporter causality comment was updated. Lab test was added. Invalid lot number was deleted from the structured field. Auto-narrative supplement was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.